Event description:
The customer received a blood glucose reading of 198mg/dl on the contour next link meter, re-tested on a different meter and the readings were 96 and 100mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The model # was not provided.